Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Customer's blood glucose (bg) displayed "high" on the continuous glucose monitor. Elevated bg was addressed with a bolus via the pump.